Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. No low battery alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error after a low battery alert and battery change. The customer stated that the device had an unresponsive keypad after she took the battery back out, let the device sit for 10 minutes, then reinserted the battery. The blood glucose reading was 144 mg/dl. The customer stated that the insulin pump had been kept in her bra, and it may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.